Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. Functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing processes. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed, and no similar complaints for this lot number were identified. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that coronary sinus guide broke within the patient. During access at the axillary, the tip detached and the device was removed by hand. No patient injury to report.